Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The submitted log file contained approximately 2 days of data (05oct2020 07oct2020 per the timestamp). The log file captured no external power and low voltage hazard alarms due to temporary loss of ac power while connected to the mpu on (B)(6) 2020 from 3:55:16 to 3:55:44. The system controller backup battery supplied power to the system during the loss of external power. The alarms were resolved by connecting the system controller to 14v batteries. The controller was connected to the mpu several other times throughout the log file (both before and after the alarms) without any issues or atypical alarms active. The alarms did not affect the controllers ability to operate the pump at the set speed. Heartmate iii patient handbook under section 5 alarms and troubleshooting and heartmate iii instructions for use (IFU), under section 7 alarms and troubleshooting cover all alarms (visual and audible), including the low voltage and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) under section 3 powering the system explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that low voltage hazard events and no external power events were captured on (B)(6) 2020 in the log file due to a loss of power while connected to the mobile power unit.